Manufacturer narrative:
A product investigation was performed for this device. The actual device was not evaluated by the manufacturer. The root cause of the broken step drill and drill bit is attributed to a failure to follow instructions. Device was not returned to (B)(4). The implant surgery was completed with no further issues. (B)(4) continues to monitor these events as part of our post market activities.

Event description:
We became aware on 4/28/2016, that it was reported during a (B)(4) im nail surgery to repair a fracture that a step drill and drill bit broke during surgery. No additional information has been provided.